Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5151993.

Event description:
It was reported that the patient was experiencing inadequate stimulation. A fluoroscopy image was taken and showed that the right lead had migrated. The physician failed to reposition the lead and decided to explant the whole spinal cord stimulator (scs) system.

Event description:
It was reported that the patient was experiencing inadequate stimulation. A fluoroscopy image was taken and showed that the right lead had migrated. The physician failed to reposition the lead and decided to explant the whole spinal cord stimulator (scs) system.

Manufacturer narrative:
Sc-2218-50, sn: (B)(6) . The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the allegation of lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation and will be assigned a probable cause of known inherent risk of device. Sc-2218-50, sn: (B)(6). The returned lead was analyzed and no anomalies were identified aside from the clean cut. The damage to the lead is a result of a typical explant procedure and it is not considered a failure. With all the available information, boston scientific concludes that the allegation of lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation and will be assigned a probable cause of known inherent risk of device. Sc-4318, lot: 24287922. The returned anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.